Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while taking off the device from left middle toe, a pressure injury was noticed and categorized as stage one pressure injury.